Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that they observed the power PICC solo leaking at the t-piece when the line is being primed prior to insertion and on further administration of saline whilst inserting the PICC. As well as this the wire inside the PICC slipped out from the inside of the PICC before the PICC was inserted. The PICC inserter then put a bigger bend in the wire that to prevent it from slipping again. We were then able to successfully insert the PICC using sherlock.